Event description:
A 35 year old white gravida 3, para 3 female: status post bilateral subglandular, transaxillary 245 cc mcghan gels placed for augmentation on 7/12/82. She denies history of trauma and reports two episodes of burning pain on the right lateral breast with nursing. She complains of systemic symptoms which have begun since implantation, but doesn't know if these are related to her implants. They are progressive, and per her husband who accompanies her, they are disabling. These include arthralgias/myalgias (positive am stiffness), paresthesias, spasms, swelling, fatigue, sleep disturbances, low grade fevers, hot flashes, sweats, dizziness, memory loss, sicca, hair loss, oral sores rashes, sensitivity to sun, chest pain, dry skin, weight gain, easy bruising, and pelvic pain. Pt is otherwise healthy.